Event description:
Caller reported blood glucose results of 319 mg/dl on the compact plus and 124 mg/dl on a professional system within 10 minutes. Reported no treatment or adverse event. A request was made for the return of the system, replacement was sent.